Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-2324bcct was received for investigation. The device arrived for investigation without suture, eyelet, or bio. Functional test of the driver outer sleeve and the tb inner member molded swivelock found that the devices do not thread smoothly. The device was visually inspected and noted that the tb inner member molded thread was damaged. When trying to connect to the matting part driver¿s outer sleeve, it was not possible. The most likely cause for the reported failure is a user error. The observed condition is most likely caused by the angle of the insertion. Per dfu-0087. Precautions: 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body.

Event description:
On 06/19/2023, it was reported by an arthrex employee via email that an ar-2324bcct biocomposite swivelock suture pulled out during tensioning. The anchor was implanted when the suture pulled out, but it was removed and another ar-2324bcct biocomposite swivelock was used to complete the case. This was discovered during an rcr procedure on (B)(6) 2023. Additional information received on 6/26/2023: the eyelet and anchor broke off the inserter, everything was removed from inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.